Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the day of robot-assisted mediastinoscopy-assisted esophagectomy during patient bedside observation, there was no outflow of urine, so when they observed the insertion site of the foley catheter, they confirmed that the tip of the bladder indwelling catheter had come out. The fixed water had leaked out and the balloon was completely deflated. The fixing tape remained attached. The patient did not complain of urinary urgency or abdominal fullness. They requested support from the lead nurse who was nearby, and after explaining this to the patient, they re-inserted the 14fr bladder indwelling catheter. There was an outflow of 200ml of urine after insertion. After insertion, when the removed bladder indwelling catheter was filled with fixed water again, water leaked out from the balloon, and it was discovered that the balloon was damaged.

Event description:
It was reported that on the day of robot-assisted mediastinoscopy-assisted esophagectomy during patient bedside observation, there was no outflow of urine, so when they observed the insertion site of the foley catheter, they confirmed that the tip of the bladder indwelling catheter had come out. The fixed water had leaked out and the balloon was completely deflated. The fixing tape remained attached. The patient did not complain of urinary urgency or abdominal fullness. They requested support from the lead nurse who was nearby, and after explaining this to the patient, they re-inserted the 14fr bladder indwelling catheter. There was an outflow of 200ml of urine after insertion. After insertion, when the removed bladder indwelling catheter was filled with fixed water again, water leaked out from the balloon, and it was discovered that the balloon was damaged.

Manufacturer narrative:
The reported event was confirmed cause unknown. Three photos were received for evaluation. The first one shows an overview of one three-way all-silicone foley catheter, the second photo zooms into the catheter balloon and tip with a pink arrow pointing at the deflated balloon and the third photo shows the catheter cap with the lot number. It was also received 1 all-silicone temp sensing foley catheter. It was attempted to inflate the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and a leak was observed in the balloon. Further inspection evidenced a cut measuring 0.0765" in the balloon. This is out of specification per inspection which states "balloon must not be torn." Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wall thickness too thin. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: patients with known allergy to silver coated catheter [shape, configuration and principles] bard® silver lubri-sil® foley tray consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls, vinyl gloves and statlock® foley. Some catheter types of the device may have a temperature sensor for measuring patient¿s core body temperature and there are several types of closed drainage bags. The bag and statlock® foley included in the tray will depend on the product. The surfaces of the catheter are coated with a minute amount of metallic silver and further coated with polyurethane, having antiproliferative effects on microorganisms on the catheter. <material> balloon catheter: silicone; silver coating this product is made with bacti-guard®* silver alloy coating. Sizes of catheters: available in sizes 12 to 22 every 2fr 1. Balloon catheter, foley catheter, temperature-sensing catheter. 2. Accessories: closed drainage bag (the illustration shows one example of typical configurations.) [Directions for use] 1. Method of use, 1) cleanse the area around the external urethral meatus with the packaged cotton balls, immersed in the antiseptics. 2) lubricate the catheter shaft with the lubricant jelly. 3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck. 5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. 2. Precautions for use 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1) 3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2) 3. Malfunction and adverse events: 1) malfunction catheter kinking, damage, rupture difficulty or failure to remove the device occlusion of catheter inner lumens encrustation accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use failure to measure temperature improper temperature indication 2) adverse events: urinary-tract infection, hemorrhage, hematuria, allergy reaction to the device, calculus formation, edema, pain, discomfort, injury of bladder or urethral, urethritis, urinary incontinence, retained balloon fragments. [Storage method and expiration date]: 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date: indicated on the direct package and the outer box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.